Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's sister initially called regarding product that had been replaced. The sister then mentioned that the customer was hospitalized, but she did not want to discuss it. Nothing further was reported.